Event description:
During the procedure, a fluid leak was noted from the hemostasis valve when the wire is advanced through the valve. The procedure continued without exchanging the sheath with no consequences to the patient.

Manufacturer narrative:
Additional information: g3, h2, h3 the results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported leak remains unknown.